Event description:
Per the surgeon, "had a case in which I used the max lock sys. It went perfectly (other plates would not have let me get three screws into the proximal radius) except that one of the heads of the locking screws broke as we were inserting the screw in hard cortical bone. In thinking about it, the fellow had required a reasonable amount of torque to seat the locking screws as this pt had very "hard" / dense bone along the radial shaft. After the screw broke, I had him overdrill, slightly, the next 2 screw holes which solved the problem. It may be something to note for future cases in the diaphyseal forearm however¿ ie. If there is a great amount of resistance, it may be best to remove screw and overdrill slightly (can't really do this with 2.7mm drill bit for 2.7mm screw)."

Manufacturer narrative:
Per the surgical technique, it is noted not to over-torque the screws.